Manufacturer narrative:
Unit received with missing segment due to cracked and bleeding lcd glass. Pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was broken at the back. Customer's blood glucose value was unknown. Customer stated that insulin pump was not drooped. The device will be return for analysis.